Event description:
The device was received and evaluated.

Event description:
It was reported to sales that a surgeon explanted an edwards bioprosthetic valve after an unknown implant duration. The reason or duration of this explant have not been provided despite multiple attempts by edwards with the healthcare provider.

Manufacturer narrative:
Device evaluation summary: as received, heavy calcification was observed in the cusp area of leaflet 1, moderate to heavy calcification was observed in the cusp areas of leaflets 2 and 3. The free margin of leaflet 2 exhibited moderate calcification, free margin of leaflet 3 exhibited minimal to moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Heavy host tissue overgrowth encroached onto the tissue at the inflow aspect. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice host tissue was moderate to heavy at the stent inflow and moderate at the stent outflow. The x-ray demonstrated no visible damage to wireform. Device evaluation revealed the reason for explant due to stenosis on account of heavy calcification and host tissue growth. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Manufacturer narrative:
Despite multiple follow up attempts with the healthcare provider, the explanted device has not been returned for evaluation. No event details or patient records were yet provided to edwards as of this writing. Additional details and event information will be reported if received. No information to suggest a device quality deficiency.